Manufacturer narrative:
Corrosion was seen in the device along the needle mechanism. The nail head portion of the soft cannula was observed to not sit flush with the needle and fluid was seen exiting the proximal end of the cannula. No damages or defects were observed on the formed needle that would cause pain or bleeding/bruising. The cause of the reported pain could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels reached 300 mg/dl while wearing the pod between 4 and 24 hours on the leg. Patient stated that the pod was leaking insulin. There was also pain and bleeding during insertion. Patient treated the hyperglycemia with a correction bolus.